Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, (B)(4).

Event description:
It was reported while using the cool flex catheter for a cardiac ablation procedure, the irrigation port separated from the handle of the catheter. While ablating with the cool flex catheter the generator was set to temperature control mode with a cut off of 42 degrees celsius. The physician was unable to deliver the programmed power of 25 watts and only 4-5 watts of power could be delivered. A saline leak was then noted at the proximal portion of the catheter handle. The catheter was replaced and the procedure was completed with no consequences to the pt.